Manufacturer narrative:
Device is combination product. Device evaluated by MFR. : a visual and microscopic examination of the device identified proximal stent damage. Struts on the first two rows were misaligned and raised distally. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon and tip sections of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 70% stenosed lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). The lesion was pre dilated and the stent was advanced but failed to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is described as stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.